Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, at this time. Therefore, the root cause for the degeneration, leaflet thickening, and thrombus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported through implant patient registry, a patient implanted with a 23mm aortic valve for 4 years 3 months, was explanted due to mild degeneration, thickened leaflets, and laminated thrombus on the leaflets. It did not appear to be infected. A 23mm replacement valve was implanted in replacement. Per obtained medical records, the patient developed bacterial endocarditis after a dental cleaning with incomplete antibiotic prophylaxis by report. He underwent redo aortic valve replacement with insertion of a 23mm magna valve, patch closure of the ascending aorta with bovine pericardium, redo coronary artery bypass grafting x2, and mitral valve repair. The patient was taken to the intensive care unit in satisfactory condition. He appeared to tolerate the procedure well. He was discharged to rehab on postoperative day ten.